Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 122-354 mg/dl. The customer changed the cartridge and infusion set multiple times to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.